Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This event occurred in (B)(6). Consumer reported the string pulled out from a pessary prior to use. No further information has been received.